Event description:
The info provided the sjm indicated an 8f angio-seal vip was deployed successfully following an angioplasty procedure with a 7f sheath and a pre-deployment angiogram. The pt was discharged the next day. Two post-deployment, the pt presented to the emergency department with groin pain, and underwent surgery the same day to repair a pseudoaneurysm in the right femoral artery. The pt developed a large hematoma following surgery, requiring another surgical repair on (B)(6) 2014. Nothing indicated the angio-seal contributed to the event. The pt was on triple anti-platelet therapy which was reported to be the reason for the events. The pt is stable.